Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 200 mg/dl. The customer declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.